Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device produced an instant regrasp alarm when activation attempts were made. The devices was disassembled and it was identified that the gray wire had disconnected from the connector on the rotation wheel. It was reported that the device was unable to seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of connector failure not related to the reported condition. The most likely cause for the additional condition was traced to product design. Jaw wire can interfere with the spindle during rotation of the continuous rotation wheel, causing the separation of the female hirose connector soldered to the contact pad of the continuous rotation wheel, or otherwise breaking the electrical connection between jaw and continuous rotation wheel. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device was unable to seal (there was a sound of seal completion, but there was no evidence of energy supply). There was re-grasp alert or other error occurred. Another new device was used using the same generator to complete the procedure. The seal could not be done from the beginning, so cleaning was not necessary. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device was unable to seal. There was a sound of seal completion, but there was no evidence of energy supply. The seal could not be done from the beginning. There was no patient injury.